Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was not working and experiencing hyperglycemia. Blood glucose level was 596 mg/dl and it was treated with manual injection. After treating blood glucose was 215 mg/dl and 300 mg/dl. Customer also stated that button of insulin pump was not working. Customer did not allege that pump was under delivering. Insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, self test and occlusion test. No anomaly noted during testing. (B)(4).